Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 4.1 not detect in bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 4.1 was failed to detect on bus. The field service engineer (fse) had resolved the issue by shutting down the station and replacing the retractor cable for drawer 4.1. The field service engineer had locked the back panel, powered the station back on and verified functionality. The system functioned as intended after the field service engineer repaired the device.